Event description:
Customer alleged blood glucose results of 52 mg/dl, 211 mg/dl, and 351 mg/dl when testing was performed back-to-back on the advantage system. Customer did not have systems and did not treat or act based on the results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.